Manufacturer narrative:
The pump was unable to prime during prime test due to fault force sensor resistor. The pump passed the displacement test, rewind test, basic occlusion test, self-test, and unexpected restart error test. The pump passed all operating currents tested within the spec range and passed off no power test. The pump was received with cracked reservoir tube lip and minor scratches on the display window noted.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer stats the pump was stuck in fill tubing process. The customer's blood glucose level at the time of incident was 351mg/dl. Troubleshoot was conducted. The customer was advised the pump would be replaced and returned for analysis.